Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. The longevity appeared to have decreased 3 years in 6 months. An atrial tachycardia response (atr) longer than 48 hours was also detected. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The physician decided to continue to monitor due to patient conditions. This device remains in service. No adverse patient effects were reported.